Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The vascular access site was radial. The 90-99% stenosed, de novo target lesion was located in the proximal portion of the severely tortuous, mildly calcified mid right coronary artery (rca). The lesion was pre-dilated with an unspecified type and size balloon. The physician attempted to advance a veriflex (liberte) coronary stent 3.50x12mm but was unable to cross the lesion. The device was removed from the pt and at that time the physician noted a stent strut was lifted up. The procedure was completed with a different device. No pt complications were reported and the pt status is reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).